Event description:
It was reported that the pump emitted no prime alarms several times per day. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor pins were found to be dislodged. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release; 2531779-03/24/2010-003-r.